Manufacturer narrative:
Section a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed in the system. The search revealed one complaint folder where the complaint issues reported are not related. Based on complaint handling report results, no further actions are required. Conclusion: as a result of the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a back-up intraocular lens (iol) was opened. The tech felt some resistance during loading. The surgeon began to deploy the iol and noticed that the tip of the cartridge was torn. No patient harm, surgeon proceeded to implant (no explanation). No other information was provided.